Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the mobile view station (mvs) power lamp was not functional. The rep replaced the power lamp and the power cable. The replaced part has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system would not charge. This was reported outside of surgery in the storage area. No patient was present during the time of the reported incident.